Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device was received with top of jaw not attached. All pieces were returned/received. There was an extensive amount of black debris on the jaws. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end of jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw broke while using the device. It was unknown how the procedure was completed or if the jaw broke off the device. No additional information available. There was no patient consequence.